Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The physician attempted to insert the mega 50cc intra-aortic balloon (iab) catheter into another company's sheath and the catheter would not advance. He discarded the mega 50cc and then used the mega 40cc. The catheter advanced without complication and the patient received the therapy. The product was discarded. There was no reported injury or harm to the patient.